Manufacturer narrative:
A ge service rep performed an over the phone investigation. The hospital engineer replaced the battery, interconnect cable, power cable, and the software during the service call.

Event description:
It was reported that the 8800 system locked up with uncommanded x-ray during a case. No pt injury was reported.